Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition scratched screen. The device was started in application, no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Additional information received indicated that the event occurred during routine testing. The was no patient involved.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. There was no reported injury to the patient.